Manufacturer narrative:
Continuation of d10: product ID 3389 lot# serial# unknown implanted: (B)(6) 2013 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient was admitted as an emergency with an exposed hardware so she is having a removal of the entire system. The reimplantation will occur in a few weeks time.

Event description:
It was reported that the patient had issues with a primary cell implantable neurostimulator (ins) due to an allergic reaction to polyurerthane a80 requiring revisions in a different country. The patient was re-implanted with a rechargeable ins and had been well for a number of years. The patient has a current infection near the dbs wire in their head, which may also be allergy-related. Persistent scab and intermittent discharge was managed conservatively. The wound had dried out and left with a dry scab when the clinic saw the patient a couple of weeks ago. The patient is waiting a dermatology review and repeat allergy testing in the meantime. It was reviewed that the patient's lead contains polyurethane 80a.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, the patient believes manufacturer report #3007566237-2015-01600 was their allergic reaction/infection case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the persistent scab was initially observed in march, reviewed again in june and conservatively managed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.